Event description:
Per the audiologist, approx 40 days following the surgery, the pt developed an infection at the implant site. He was treated with "over the counter" antibiotics. The pt was seen in the ER (date not reported) after the infection "worsened". He was treated with oral antibiotics. Several days later, the fixture became "loose" and fell out. Reportedly, the pt has a history of keloid formation. The pt is scheduled for reimplantation in 2008 (date not reported).

Manufacturer narrative:
This is a final report, the type of event is addressed in the device labeling.